Manufacturer narrative:
The reporter's meter and test strips were provided for investigation. The meter was tested with retention test strips and controls. Control ranges: level 1 30 - 60 mg/dl. Level 2 261 - 353 mg/dl. Meter results: level 1: 45 mg/dl, 45 mg/dl, 46 mg/dl. Level 2: 299 mg/dl, 308 mg/dl, 301 mg/dl. All returned results are within acceptable range. 12 test strips were returned. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No strip defects were observed. The strips were tested using glycolyzed blood (reference lot average for this sample = 114.29 mg/dl). Test strip results: strip 1 = 117 mg/dl, strip 2 = 114 mg/dl, strip 3 = 118 mg/dl, strip 4 = 115 mg/dl, strip 5 = 121 mg/dl, strip 6 = 117 mg/dl, strip 7 = 118 mg/dl, strip 8 = 121 mg/dl, strip 9 = 115 mg/dl, strip 10 = 111 mg/dl, strip 11 = 117 mg/dl, strip 12 = 114 mg/dl. All testing with the returned strips produced acceptable results. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 1:44, the result from a blood gas analyzer was 5.9. At 4:01, the result from the meter was 1.9. At 4:22, the result from a blood gas analyzer was 10.5. At 6:02, the result from the meter was 1.7. At 6:03, the result from the meter was 0.8. At 6:19, the result from the blood gas analyzer was 7.3. The unit of measure was not provided.